Event description:
It was reported that a healthcare provider (hcp) noticed a small amount of blood at the end of aspirating the pump of old drug during a refill. It was stated that the refill was successful and attributed the blood in the aspiration due to trauma of entering skin upon trying to locate the reservoir port. It was later reported that this had happened more than a couple of times and the hcp could even begin to tell me who the patients were. It was stated that if the hcp had to stick a patient more than once to access the fill port, there was "naturally blood present from the needle stick." No specific information about the patient or drug was reported.

Manufacturer narrative:
(B)(4).